Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/e70. Customer's blood glucose was 235 mg/dl. The customer stated the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. Customer did not report e70 alarm. Customer does not use the sensor feature on the pump. The customer stated they were able to complete pump rewind. The customer has 3 motor errors. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm battery out limit and weak battery. Customer's blood glucose was 253 mg/dl. The customer was advised to monitor pump and use (B)(4) battery.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit or weak battery alarms noted. The motor error alarm noted during basic occlusion test and was unable to prime during prime test due to faulty force sensor. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.